Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The pil tech verified that the touch screen passes all flex cable resistance verification testing. In addition, the pil tech also verified that the touch screen passes all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touch screen, this investigation has resulted in a no problem found. The resistance ratio testing as well as the ratio resistance testing has been previously investigated and is covered under pqa 2104073 version 01.

Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating that while performing preventive maintenace, it was observed that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The asp replaced touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.